Manufacturer narrative:
Device evaluation is not necessary as the reported event of infection is not related to the functionality or delivery of therapy of the device

Event description:
It was reported that the patient had their device explanted due to extrusion. The device history record's of the generator was reviewed. The generator passed final quality and functional specifications prior to release. The generator was sterilized prior to being released. Information was received in which it was indicate that the extrusion began after one month of implantation. The lead was also explanted. The surgeon feels the extrusion was due to vns surgery since the device was implanted under the skin directly over the fat layer which led to inflammation and extruded out of the wound. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.